Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer declined to return the device for repair. The cause of the reported issue could not be determined.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. It was identified during evaluation that the system control pcb was faulty. The software and pcbs of the device are old version and new system control pcb is latest version. This will cause the device to have compatibility issue between the new and old version pcbs . The customer was recommended to replace system control pcb, therapy pcb, user interface pcb, printer, patient parameter pcb, power pcb, and power supply at the same time to make the device operate correctly. The customer refused to proceed with the repair. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section d4 catalog # of the initial medwatch report indicates: unk_asean. Section d4 catalog # of the initial medwatch report should have indicated: 99507-000012. Section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should have indicated: (B)(4).